Manufacturer narrative:
Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded toric intraocular lens (iol) was implanted, the patient experienced an increase of astigmatism of more than one diopter. The preoperative examination was performed on (B)(6) 2025 and the patient presented a cylinder of -1.5d (ax45). After surgery the cylinder value was -2.75 (ax15). The extent of axis misalignment was unknown. No patient injury was reported. No other medical intervention was required. Through follow-up, we learned that the patient's uncorrected visual acuity on (B)(6) was 1.0. The iol was implanted in the patient's right eye. No further information was provided.